Event description:
It was reported by the affiliate that during a laparoscopic galle (laparoscopic cholecystectomy) procedure, after two clips were fired, no clip came out of the device. The device wasn´t working anymore. No further information. No consequences for the patient. Procedure was completed with same like device. One device will be returning. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: what vessel or structure was the device fired on at the time of the event? Ductus zysticus was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? The clips don't close correctly, after 2 shootings the device stopped and the device don't load any clip in the brunch. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In and out of the patient. What were the indications for surgery? What was found? Cholecytolithiasis. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? Yes. If so, whom? The nurse the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.